Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as this complaint was based on an article review and no device/lot information was provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported migration (partial clip movement) cannot be determined. The reported mr appears to be due to the partial clip movement (migration) of all three implanted clips. However, a cause for the reported respiratory distress, renal failure and death cannot be determined. The reported patient effects of mitral regurgitation (mr), death, renal failure and respiratory failure (distress) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclips is filed under a separate medwatch report number. Article titled, surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients.na

Event description:
This is filed to report partial clip movement, medical intervention, recurrent mitral regurgitation, death and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, three clips were deployed, reducing mr. However, approximately 3 years later, it was noted that all three clips partially moved on the leaflet. The mr increased to grade 3. The patient remained hospitalized and underwent mitral valve replacement surgery. The latest follow-up on (B)(6) 2019 revealed that the patient suffered from acute cardio respiratory insufficiency, secondary to renal failure and died. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients." No additional information was provided.